Event description:
Baxter (B)(4) received a report that an infusor had the distal end of the tubing snap off at the luer. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: baxter received one sample containing 190 ml of fluid in the reservoir. Visual examination confirmed the reported condition of the tubing being separated from the distal luer. It was noted that a small portion of the tubing remained inside of the luer and that the edge of the tubing was jagged. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Manufacturer narrative:
(B)(4).the root cause is due to excessive force on the device tubing.